Event description:
Cardiopulmonary arrest immediately following insertion requiring intubation and mechanical ventilation. Echocardiogram showed air embolus. Neurological deficits. Unable to determine user error or defective product.